Event description:
Customer reported an issue with the passport 2 monitor, which may have resulted in a loss of spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the spo2 board and reseated the cables. Performed all functional and safety checks and unit was returned to service.